Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that patient said, they have been having bowel issues for two months now (B)(6) 2023 after christmas. They have severe diarrhea, constipation, cramping, ibs and diverticulitis. When they go to walk they feel like there is a pain. It feels like someone punched them in the butt cheek. They don't know if it is a polling but when they sit down it feels like pain in left butt cheek. The pain started about a month or so ago it was after the new year. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient. The reason for call was the patient reiterated the pain they had from the ins while walking. Patient stated it felt like "jolt" /pain and that it would just "stop" them. Patient stated the issue began in (B)(6) 2023 while they were sick with the flu. Patient stated their managing health care provider (hcp) did an x-ray as a result and the x-ray showed scar tissue so the hcp thought that's what the pain was coming from and that the system was "fine." Patient stated their hcp wanted them to stay on the current setting they were on. Patient stated since they'd been sick, the therapy wasn't working for their symptoms. Patient again stated their hcp thought the ins was fine and that their gi doctor was trying to figure out what was going on and wanted to send the patient to another gi doctor because something was going on with the patient's bowels. Patient stated they had ibs and that they'd been having incidents of having to run to the bathroom. Patient stated they were still taking imodium and "limodal" 4 times a day. Patient services redirected the patient to continue working with their hcp on their therapy concerns.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.